Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 00001066 number, and no internal actions was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was a hemostatic valve separation and the brim cap was detached. It was described that the hemostatic hub was already broken off when the package was opened. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed out and the procedure was completed successfully. There was no patient consequence. On (B)(6) 2019, additional information, photos, were received. After review of the photos, it was determined that the friction ring, the hemostatic valve and the brim cap were dislodged and the brim cap appears to be damaged. It was confirmed that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was never inserted into the patient. The issue of hemostatic valve ¿ separation and the brim cap detached are considered reportable issues.